Event description:
It was reported that oversensing during a capacitor maintenance check was observed during a remote follow-up. Abbott technical support was contacted and no intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.